Event description:
A customer contacted beckman coulter regarding an erroneously elevated and a false negative troponin (accu tni) results that were generated by the synchron lx I 725 instrument. Pt a: the pt sample was tested for accu tni and a result of 0.76ng/ml was obtained. On the same day, the original sample as re-centrifuged and then tested for accu tni on a different instrument in the customer's lab. The accu tni result obtained from the different instrument was 0.02ng/ml. Pt b: the pt sample was tested for accu tni and a result of 0.0ng/ml was obtained. The original sample was re-tested for accu tni and the repeated result was 0.65ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with the event.

Manufacturer narrative:
Qc was within customer's specs before and after the event. Sys check performed on 01/15/2007 passed. The samples were collected in 13x75, plastic, bd, lithium heparin tubes with gel separators and centrifuged at 3,000 rpm for 10 mins at ambient temperature. The specimens were sampled from primary tubes. No other results or assays were in question at the time of this event. Per customer, there was no visible fibrin in the samples. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse had customer run sys check on the same day, prior to arriving at site which partially failed. The fse replaced clogged aspirate probe and addressed kinked substrate probe line. The fse performed a minor preventive maintenance (pm) to the instrument. (Pm was due on the following month). The fse performed diagnostic and precision testing; all results passed with specs. Based on f/u with customer in 2007; no add'l fliers were reported. Hardware issue addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.